Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. While it should be noted that the mitral regurgitation (mr) remained unchanged as a result of implanting the clip, the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported unchanged mr appears to be a result of the slda and therefore related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet, which required intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve leaflets. The clip was deployed, reducing the mr to 2+. During preparation of the second cds, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4. The second cds was advanced in an attempt to stabilize the slda clip, but grasping was difficult due to the anatomy. The decision was made to remove the cds, and not deploy the clip. No further treatment has been planned, and the patient was confirmed to be stable post-procedure. No additional information was provided.